Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Time course of eccentric macular hole formation after pars plana vitrectomy for epiretinal membrane detected by optical coherence tomography. Masahiro akada, hitoshi tabuchi. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in the literature that following vitrectomy surgery, the patient developed a recurrence of macular edema, subretinal fluid, and a parafoveal full-thickness macular hole (retinal hole). Postoperatively, the best-corrected visual acuity (bcva) improved to 20/40, with a central subfield thickness (cst) of 580 m. At 18 months after surgery, the bcva further improved to 20/20 in the left eye. The patient¿s condition continues to improve. Time course of eccentric macular hole formation after pars plana vitrectomy for epiretinal membrane detected by optical coherence tomography. Masahiro akada, hitoshi tabuchi.

Manufacturer narrative:
Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. No lot number was identified within the article and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Not enough information was provided to properly complete an investigation. Therefore, the root cause of this complaint could not be identified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).